Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to emergency room due to high blood glucose and (B)(6) 2019. The customer¿s blood glucose level was 350 to 457 mg/dl. At the time of incidence. Customer experienced vomiting like symptoms for high blood glucose level. At the time of visit to emergency room customer was in the range of 300 to 400 mg/dl. Customer was treated in emergency room. Customer alleged that the insulin pump was under delivering. The insulin pump will be returned for analysis.